Event description:
It was reported to philips that the live monitor in the examination room was non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. To complete the proceed, the user swapped the live monitor for the review monitor. A philips field service engineer (fse) inspected the system onsite and confirmed that live monitor did not work. To resolve the issue, fse connected the dvi 5-volt power supply wire to the monitor ceiling suspension (mcs) 5-volt backup power source. After reseating the dvi cable was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.